Manufacturer narrative:
All operating currents are within specification on the insulin pump. There were no unexpected low battery or off no power alarms noted. The pump passed the off no power test, self test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The pump was unable to complete the functional test including occlusion test due to a prime anomaly. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that he ate pizza last night and delivered a bolus, which did not bring his blood sugar down. Customer gave one with a syringe and it slowly brought his blood glucose down but he started vomiting. Customer was taken to the emergency room on (B)(6) 2016 with a blood glucose of 330 mg/dl. Customer stated that he changed the site but he was still throwing up even after treating with insulin and a shot. Customer stated that the cannulas were straight at all times. Customer had diabetic ketoacidosis and was still in the emergency room receiving insulin through an IV. Customer was wearing the insulin pump at the time of the visit. Customer's blood glucose was 520 mg/dl last night. Customer stated that his endocrinologist said to swap out his pump since he determined that no insulin had been delivered. Customer was advised that the insulin pump will be replaced.